Event description:
This rv lead was implanted on (B)(6) 2012 and was explanted on (B)(6) 2017. A call was placed to technical services on (B)(6) 2017 stating that shock impedance measurements were greater than 200 ohms in all vectors. There was no noise noted. Additional information received noted the patient's rv lead was coming out their back. The physician was dr. (B)(6) at (B)(6) center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).